Event description:
It was reported that during an ECMO (extracorporeal membrane oxygenation) run using the mc3 vitalflow centrifugal pump, a loud decoupling noise was heard from the pump head after seven days, followed by a rapid rise in delta p from the high 30's to 58 mmhg and a grinding noise from the pump head. The flow and rpms remained consistent despite the noise. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that pressures did not rise, only delta p. No leaks were noted on the device. There was no visible air in system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.